Event description:
The customer reported that both sets of battery pins are bad. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.